Event description:
The 20fr introducer sheath with the excluder bifurcated endoprosthesis was advanced to the level of the distal end of the aneurysm sac through very tortuous iliac anatomy. The endoprosthesis was further advanced to the level of the renal arteries. Rotation of the device for proper positioning was not possible at this level. The prosthesis was further advanced in order to achieve rotation for proper alignment. The physician was able to rotate the device. Subsequently, the device was moved down below the renal arteries, at which point it was noticed that the proximal 5 mm of the prosthesis and opened up. The physician proceeded to pull on the deployment line to completely deploy the device. The device moved down another 1 cm and the deployment line broke at the deployment knob. During additional attempts to further deploy the partially deployed device, the deployment line broke again and the catheter broke. All parts were removed from the pt employing interventional methods. The ipsilateral leg of the device remained undeployed. Because of persistent and prolonged ischemia to the pt's legs, the physician decided to convert the pt to open repair. The ebe was removed and returned for examination.